Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The software was reloaded. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/10/17 email, 10/13/17 email, 10/16/17 phone call. (B)(4).

Event description:
The hospital reported that the ventilation bellows was not going up or down. There was no report of patient injury.